Event description:
The pt tested blood glucose on suspect device and was 125 mg/dl. He then took 14 units of insulin n and ate. He later passed out. He went to hosp for observation and tested blood glucose on suspect device and was 122 mg/dl. He then went to clinic and glucose controls were tested on suspect device and were out of specs.